Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was alerting due to a right ventricular (rv) lead integrity alert. The rv lead was reprogrammed to tip to coil. The rv lead and the device remain in use. No patient complications have been reported as a result of this event.